Event description:
We contract with a coto initiate terbutaline continous infusions via portable pump on our obstetric pts. Usually the pts are set up as inpatient and go home in a day or so. Currently there are 2 pumps (3 ml and 10 ml syringe) in use but they will eventually be phased out. Until phase out we will have 4 different pumps. Availability will govern which pump gets set up. Currently pharmacy prepares the 3 ml syringes to keep an inventory. Occasionally the second 10 ml syringe pump is used. Pharmacy prepares and dispenses on request. I have always been concerned about this process. Now nurses will have to deal with 4 pumps. I worry that they may not always be prepared to troubleshoot or know when troubleshooting is needed. Contract co says they can always call their 800 number staffed 24 hours by a nurse and they have manuals on the unit. Sometimes there may not be a pt on a pump for weeks or months. Contract co says they are a very safe co and have pts at home and in hospitals all over the country and without problems. Pts are given education until they understand the process. Nursing "only needs to know how to stop and start the pump and load the syringe." Nursing has a manual and "they can use the pts teaching manual."